Event description:
It was reported that the loudspeaker does not work. It is unknown if the speaker has sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 (B)(6).

Manufacturer narrative:
The following functional tests were performed: an authorized service provider evaluated the device and determined that the software needed to be updated. The problem was solved via a software update. Based on the information available and the testing conducted, the cause of the reported problem was the software. The reported problem was confirmed. The device was operational after updating the software. The device remains in use at the customer site.